Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) was unable to fixate to the myocardium. A different lp was used to complete the procedure. The patient was in stable condition.